Event description:
It was reported that a manipulation under anesthesia was performed on (B)(6) 2016. The mua was performed due to a knee flexion limitation. Included devices are: unknown femoral component and unknown concomitant insert, patella and tibial components; there is no information regarding when did the event occurred, how the procedure was completed nor if there was any delay. No further information available now. Subject # (B)(6). On (B)(6) 2016 primary surgery (tka system right knee). On (B)(6) 2016 manipulation under anesthesia (right knee). On (B)(6) 2018 revision surgery (tka system right knee).

Manufacturer narrative:
Additional information: b4, d6a.

Event description:
It was reported that, after a journey ii bcs system was implanted on 28-sep-2016 due to disabling gonarthrosis and osteoarthritis, the patient experienced knee flexion limitation. This event was treated with manipulation under anesthesia on 21-oct-2016. Involved devices are: unknown femoral component and unknown concomitant insert, patella and tibial components.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient required a mua (manipulation under anesthesia) approximately 3½ weeks post right tka due to flexion limitation. The primary operative summary reported good alignment, ligament stability and mobility with full flexion and extension after wound closure, with plans to continue outpatient pt, and does not provide insight into the reported event. Reportedly, the root cause of the procedure was the flexion limitation. Although post-tka muas are most routinely performed for post-op arthrofibrosis (stiff-knee syndrome), this could not be fully assessed or definitively concluded based on the information provided. The patient impact beyond the reported flexion limitation and subsequent mua could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.